Event description:
It was reported that an empty cartridge alarm occurred while the cartridge was not empty. Customer reloaded the cartridge to address the issue. There was no adverse impact to the customer¿s blood glucose value.